Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was feeling stimulation postoperative, but after 3 to 4 months, the pain relief was minimum and she was experiencing break through pain. The sjm rep met with the pt for reprogramming. It was reported the pt was receiving stimulation in the proper area, and the pt was to use the new programs. At the next follow-up, the pt reported she was still in pain and the programs were not working. It was reported the pt might not be using the scs system. The sjm rep provided additional reprogramming and education. The next course of action was undetermined.